Event description:
It was reported that the patient presented to the emergency department (ed) complaining of withdrawal symptoms. The patient told the ed that they heard an alarm. The ed was in process of notifying an on call physician. The patient was hospitalized. It was also noted that the patient experienced underdose symptoms. The medication delivered by the device system was not provided. It was later reported that the patient had relocated and the physician was gathering the patient information. Upon interrogation the physician noted that 25.9ml of drug had dispensed since the last update; however, the pump had a 20ml capacity. It was discussed that the pump must have been empty. The alarm date was (B)(6) 2013 and the patient confirmed hearing the audible alarm. The patient presented to the ed the weekend of (B)(6) 2013. The patient felt as though he was going through narcotic withdrawal and was shaky and had diarrhea. The healthcare provider expressed concern that the pump volume went empty 9-10 days early. The pump was to be refilled the day following the report, (B)(6) 2013. The patient was currently being covered with oral pain medication. The device system delivered hydromorphone, clonidine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot# n173508004, implanted: (B)(6) 2008, product type catheter. (B)(4).